Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Problem is occurring during reaming on tha application. Usually on tougher reams, the vibration causes the swiveling handle to unlatch and torque the doctor wrist aggressively. Usually it occurs in the middle of the ream as opposed to the very beginning of reaming. No surgical delay.

Event description:
Problem is occurring during reaming on tha application. Usually on tougher reams, the vibration causes the swiveling handle to unlatch and torque the doctor wrist aggressively. Usually it occurs in the middle of the ream as opposed to the very beginning of reaming. No surgical delay.

Manufacturer narrative:
"Reported issue problem is occurring during reaming on tha application. Usually on tougher reams, the vibration causes the swiveling handle to unlatch and torque doctors wrist aggressively. Usually it occurs in the middle of the ream as opposed to the very beginning of reaming. No surgical delay. Product inspection. Product was not inspected as the product was not returned for evaluation. Device history review . Not performed as device was not properly identified. Complaint history review. Could not performed as device was not properly identified. Conclusion. The alleged failure mode was not confirmed as no device was returned for evaluation. No additional investigation or specific actions are required.¿ if additional information is received then the complaint will be reopened. Device not returned